Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: note: the last two digits of the lot number were illegible on part 319.006 when received for investigation. Therefore, the DHR review(s) were performed on both lot numbers h663680, h663681 and h663677: part #: 319.006, synthes lot number: h663680, supplier lot #: h663680, release to warehouse date: august 8, 2019, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Part #: 319.006, synthes lot number: h663681, supplier lot #: h663681, release to warehouse date: august 9, 2019, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Part #: 319.006, synthes lot number: h663677, supplier lot #: h663677, release to warehouse date: march 7, 2019, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h663677) was received at us customer quality (cq). Upon visual inspection, it was observed that the needle component had broken off of the center shaft of the device. The broken off needle was not received at us cq. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: the following drawing(s) were reviewed: current and manufactured. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the needle component had broken off of the center shaft of the device. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were three (3) instruments that were damaged. The two (2) depth gauge for 2.0mm and 2.4mm screws tip were broke off and one (1) inserter for titanium elastic nails plastic piece was broken. There is no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 3 for (B)(4).